Event description:
Postoperative fever case for clinical study ((B)(6)): the patient is female and (B)(6) years old, signed clinical study agreement on (B)(6) 2015. The surgeon did surgeries of laminectomy, discectomy, pedicle screw fixation, cage implantation and fusion on (B)(6) 2015. Temperature increased to 38.2 centigrade on (B)(6) 2015. It returned to normal temperature at the same day. No special treatment. The surgeon's opinion is that it was related to post-operation heat of absorption.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available for evaluation.